Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps (fbf) instrument to perform failure analysis (fa) and was able to confirm and replicate the customer reported complaint. The instrument was found to have a broken grip cable at the distal end. Additionally, the instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire did show damage. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted mediastinal mass resection procedure, the fenestrated bipolar forceps (fbf) instrument broke inside of patient and tore the superior vena cava (svc); subsequently, the procedure approach was converted to a sternotomy. After the fbf instrument broke, the surgeon was unable to open or close the jaws. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Updated annex code: b. Additional information b5: the incident occurred when both operating hands (with instruments) were positioned behind the right innominate vein when a sudden snap was felt. As the instruments were brought forward, it was noted that the jaw of the fbf instrument was wide open and could not be closed. Minimal bleeding occurred. The surgeon speculated that the bleeding may have been caused either by the instrument itself or by that manual manipulation. Although a sternotomy was increasingly anticipated due to the tumor¿s size and location, the vascular injury prompted an earlier conversion to this approach. Bleeding was controlled by placing a few sutures, and the procedure was successfully completed. The patient did not experience any post-operative complications, and the surgeon confirmed that there were no fragments that could have fallen into the patient.

Event description:
Refer to h11 for follow-up information.